Manufacturer narrative:
Device is combination product. The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR# 2134265-2017-12161. (B)(6) registry. It was reported that hemorrhagic and cardiogenic shock, myocardial infarction, and death occurred. In (B)(6) 2016, the patient's qualifying condition was stable angina (ccs classification: 2). Target lesion #1 was located in the mid left anterior descending artery (lad) with 75% stenosis and was 28 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 32 mm study stent. Following post dilatation the residual stenosis was 0%. Target lesion #2 was located in the distal left circumflex artery (lcx) with 90% stenosis and was 24 mm long with a reference vessel diameter of 2.75 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.75 x 28 mm study stent. Following post dilatation the residual stenosis was 0%. The patient was discharged on clopidogrel. In (B)(6) 2017, the patient presented with progressive dyspnea, thoracic pressure after two to three steps and was hospitalized on the same day. The event was also classified as a type 5a bleeding event. Two view chest radiograph revealed, a substantially enlarged left heart. The next day, cardiac enzymes were noted to be elevated, consistent with spontaneous myocardial infarction (mi). The patient was transferred to another hospital due to suspicion of progression of the coronary artery disease with progressively elevated heart enzymes and myocardial ischemia. The patient was transfused and was treated medically. Upon admission, the patient experienced tachyarrhythmia absoluta treated with 300 mg of amiodarone. Echo revealed abnormal left ventricular pump function was noted with pronounced hypokinesia. Electro-cardiography revealed sinus rhythm with st depression. Coronary angiography was performed and no further intervention was recommended. During the course of hospitalization, the patient developed tachycardiac atrial fibrillation with consecutive worsening of the circulation and anti-arrhythmia therapy was initiated and consequently a sinus rhythm was temporarily achieved. Due to a pronounced hypotonia a low dosed catecholamine therapy with norepinephrine was initiated. One day later, the patient again developed an episode with tachycardiac atrial fibrillation and circulatory arrest occurred most likely due to cardiac decompensation due to previously existing high grade aortic valve stenosis. Despite extensive measures for cardiopulmonary reanimation, the patient died. The cause of death was mixed hemorrhagic shock and cardiogenic shock.

Manufacturer narrative:
Death date corrected from (B)(6) 2017. (B)(4).

Event description:
Same case as MDR# 2134265-2017-12161. (B)(6) registry it was reported that hemorrhagic and cardiogenic shock, myocardial infarction, and death occurred. In (B)(6) 2016, the patient's qualifying condition was stable angina (ccs classification: 2). Target lesion #1 was located in the mid left anterior descending artery (lad) with 75% stenosis and was 28 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 32 mm study stent. Following post dilatation the residual stenosis was 0%. Target lesion #2 was located in the distal left circumflex artery (lcx) with 90% stenosis and was 24 mm long with a reference vessel diameter of 2.75 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.75 x 28 mm study stent. Following post dilatation the residual stenosis was 0%. The patient was discharged on clopidogrel. In (B)(6) 2017, the patient presented with progressive dyspnea, thoracic pressure after two to three steps and was hospitalized on the same day. The event was also classified as a type 5a bleeding event. Two view chest radiograph revealed, a substantially enlarged left heart. The next day, cardiac enzymes were noted to be elevated, consistent with spontaneous myocardial infarction (mi). The patient was transferred to another hospital due to suspicion of progression of the coronary artery disease with progressively elevated heart enzymes and myocardial ischemia. The patient was transfused and was treated medically. Upon admission, the patient experienced tachyarrhythmia absoluta treated with 300 mg of amiodarone. Echo revealed abnormal left ventricular pump function was noted with pronounced hypokinesia. Electro-cardiography revealed sinus rhythm with st depression. Coronary angiography was performed and no further intervention was recommended. During the course of hospitalization, the patient developed tachycardiac atrial fibrillation with consecutive worsening of the circulation and anti-arrhythmia therapy was initiated and consequently a sinus rhythm was temporarily achieved. Due to a pronounced hypotonia a low dosed catecholamine therapy with norepinephrine was initiated. One day later, the patient again developed an episode with tachycardiac atrial fibrillation and circulatory arrest occurred most likely due to cardiac decompensation due to previously existing high grade aortic valve stenosis. Despite extensive measures for cardiopulmonary reanimation, the patient died. The cause of death was mixed hemorrhagic shock and cardiogenic shock.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician considered the cause of death to be a combination of multiple events including bleeding, sepsis and severe aortic stenosis. However a new coronary obstruction was ruled out.